Event description:
It was reported that bd neoflon pro 24ga 0.7mm od 19mm l leaked in xxxx hospital mrs xxx has reported the complained that neoflon pro there is a blood leakage near the hub after the cannulated to the patient, I got only one sample which is not used, same I will courier it, incident happened in xxxx hospital, xx xx, this hospital is not in sfdc so I raised the pir in the name of city pharma because city pharma only supplied this,

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the representative sample submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the sample. Analysis of the sample showed no damage or defects. The sample was subjected to a catheter adapter leak test and the sample passed with no abnormalities observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated.